Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (moderate tortuosity and calcification). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (moderate tortuosity and calcification).

Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2004. The patient's iliac arteries were moderately tortuous with moderate calcium. An introducer sheath was not used. It was reported that during advancement, the stent graft kinked between the nosecone and the delivery system; therefore, the stent graft was removed from the patient. The physician "dottered" the vessel and attempted to re-insert the device. The device kinked again, was removed from the patient and discarded by the user facility. The physician pulled a second aneurx bifurcated stent graft of the same size and the case was completed successfully. No sequelae were reported and the patient is reported to be fine.